Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/08/2017 that on 10/08/2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on 10/05/2017. No additional event or patient information is available. No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined.